Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report numbers: 3003306248-2022-12529, 3003306248-2022-14505, and 3003306248-2022-14507. It was reported that while the patient was being moved from one bed to another on full centrimag support with no prior equipment issues or malfunctions, the console power cable was unplugged and the entire system shut down. The power cable had been plugged into the patient's bed and not into the ac wall power. The team began the procedure to switch to back up equipment. They stated the backup equipment would not turn on initially either. It was also plugged into the patient's bed and not to ac power. Eventually, they were able to place the patient on backup equipment. During this time, the patient required bag ventilation. The patient's blood oxygen saturation was reported to be approximately 70-79%. No inotropes or other interventions were initiated. The team stated there was no alarm. The system "just shut off completely".

Manufacturer narrative:
Section d4: expiration date incorrectly provided in previous report. Expiration date is not applicable for centrimag 2nd generation primary console. Manufacturer's investigation conclusion: the reported event of the centrimag console not turning on after being plugged in was not confirmed. The centrimag 2nd generation primary console (serial number (B)(6)) was not returned for analysis. Additionally, there were no log files or supporting documents submitted that would indicate an issue with the centrimag 2nd generation primary console. It was reported that while the patient was being moved from one bed to another on full centrimag support with no prior equipment issues or malfunctions, the customer accidentally unplugged the power cable of the console after which the entire system shut down. The backup equipment would not turn on initially either. It was also plugged into the patient's bed and not to ac power. It was later reported that they were eventually able to place the patient on backup equipment. Per the device history record of the console, the internal battery (serial number (B)(6)) was expired on (B)(6) 2019, indicating that the battery could have been expired on the date of the reported event ((B)(6) 2022). Although it was not confirmed that the internal battery (serial number (B)(6)) was in use at the time of the event, an expired battery could result in limited system support and diminished run times. Provided information stated that the internal battery was placed on oct2020. Multiple attempts were made to obtain additional information from the customer regarding the tracking information; however, no additional information was provided. The products are assumed to not be returning to abbott. If the products return, the investigations will reopen. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the centrimag 2nd generation primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual, rev. M, provides information regarding emergencies/troubleshooting in section 10. The recommended practice, whenever there is a console or motor malfunction, is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, rev. M, section 8 "system operation" states that the console is designed for operation on ac power; however, it also contains an internal rechargeable battery and charger. If a power failure causes loss of ac power or patient transport is necessary, a new fully charged internal battery will operate the console for approximately 120 minutes at 5.5 lpm and 3,500 rpm when used with the centrimag pump and approximately 180 minutes at 1.0 lpm and 3,000 rpm when used with thepedimag pump. The 2nd generation centrimag system operating manual (doc. (B)(6), rev. M) section 9 "maintenance" states that the battery maintenance procedure needs to be performed every 6 months. If the system requires the battery maintenance procedure to be performed, it will display the alert. Additionally, it mentions to replace the internal rechargeable battery every 2 years. No further information was provided. The manufacturer is closing the file on this event.